Manufacturer narrative:
The manufacturer received new information pulmonary fibrosis, heart damage and eye problems. Box h are updated/ corrected.

Manufacturer narrative:
The previous report incorrectly captured the reported event as a both, and other as the outcomes attributed to ae. The event is a product problem. Corrections have been made to the form box b: both, and the outcomes attributed to ae as serious injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma, kidney disease/ toxicity, lung disease, reduced cardiopulmonary reserve, the patient has experienced a heart attack, necessitating triple bypass heart surgery, eye floater, copa, high blood pressure. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.